Event description:
It was reported that a vented paclitaxel set was leaking from an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured january 2025. H11: the actual device was not available; however, retention samples were evaluated. The retention samples were visually inspected and no obvious issue/damage were detected; the samples were conforming per product specifications. The retention samples were also leak and air leak tested and no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.